Event description:
It was reported that the x-force n30 nephrostomy balloon dilation catheter balloon was found damaged when the package was opened.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The balloon dilation catheter was returned without the original packaging. An evaluation was completed by futurematrix on (B)(6) 2021. The sample was received coiled and the balloon was observed to be badly damaged and kinked. A reddish/yellow substance was present in the hubs and balloon. Damage was noted to the balloon at mid-barrel including fiber separation and a hole. When handling the balloon it felt as though the inner shaft was damaged as well. The balloon was dissected away from the tip and the outer shaft; the inner shaft was removed and six kinks were noted around the site of the damage of the balloon. A potential root cause for this event could be, "inappropriate package design." No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the x-force n30 nephrostomy balloon dilation catheter balloon was found damaged when the package was opened.